Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during use during fill 1. The baxter technical service representative (tsr) had the home patient (hp) flip the heater bag over, pull the heater line up and down really hard, and then apply pressure to the heater bag really hard. The tsr had the hp slide red clamp up and down and then press go. The hp then stated that they had switched all the bags around during the initial drain and now the hc was alarming. The tsr then had the hp cycle power off and on, end the therapy, and start over with all new supplies. The tsr explained to complete proper setup procedures per the user manual. The hp stated okay. The hp would now start over with all new supplies. There was patient involvement but no serious injury or medical intervention was reported. The hp contacted baxter product surveillance on (B)(6) 2011 regarding the reported problem. The hp stated that the alarm may stop after replacing the bags and forgot that it may be risky to replace them in initial drain. The hp realized that it was incorrect so that is why she called the technical services to fix the error. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported user error was not confirmed. The root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.